Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the varicose vein was sucked into the ligator head; however, the device did not release off elastic bands. Reportedly, no bleeding occurred when the device was changed. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: device code 2610 captures the reportable event of bands failed to deploy. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the varicose vein was sucked into the ligator head; however, the device did not release off elastic bands. Reportedly, no bleeding occurred when the device was changed. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The device was not returned. It was reported that the speedband device was used in the stomach and the procedure was completed with another speedband superview super 7 device. It was also noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a150208 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the ligator head was returned for analysis, and the handle assembly was not returned. It was observed that all the elastic bands were attached on the ligator head but some bands were moved out their original positions and some bands were caught under the other bands, indicating the deployment failure reported by the customer. Some of the ligator head teeth were bent providing evidence that the component was submitted to tension forces during the use of the device and this could have affected the bands deployment activity leading to an improper deployment of the bands. Additionally, the suture hole was in good condition and no damages were observed. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU), as the reported anatomy location was "stomach" which is not describe in the indication for use.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the varicose vein was sucked into the ligator head; however, the device did not release off elastic bands. Reportedly, no bleeding occurred when the device was changed. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The device was not returned. Additional information received on november 18, 2020. It was reported that the speedband device was used in the stomach and the procedure was completed with another speedband superview super 7 device. It was also noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Correction: it was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach. Per the indication for use, the speedband superview super 7 device is used for endoscopic ligation of esophageal varices and anorectal hemorrhoids, and stomach is not describe in the indications for use.